Event description:
Discrepant high result on 1 patient, possible exposure to 100f, inratio inr=7.5 lab inr=1.1, 1.3. Inratio inr=7.5 lab inr=1.1; compared around the same time. Next day lab inr=1.3. No therapeutic range provided. Customer is unable to provide medication or health conditions of patient. Customer is not the nurse and is unable to provide fingerstick technique info. Customer cannot provide contact info for nurse. Customer thinks issue related to recent unusually hot weather. Temperature has been around 100f degrees. Think strips were exposed to extreme temperature.

Manufacturer narrative:
Investigation pending.